Event description:
Related manufacturing ref: 3008452825-2023-00177, 3008452825-2023-00178, 3008452825-2023-00179, 2184149-2023-00091. During a pulmonary vein isolation procedure, it was not possible to get contact force on the ensite x system which resulted in a delay of procedure. The tactisys showed a red light on the power light. Four different catheters were attempted to be used during the procedure, as well as 3 different tactisys quartz systems none of which resolved the issue. The procedure was completed using no contact force with no consequences to the patient. Following the procedure, three of the catheters were tested in a wet lab with the 3 systems used during the procedure. Of the 3 catheters tested, only one had contact force data. Of the 3 tactisys quartz systems tested, all 3 connected to the ensite x system, but only 1 displayed contact force data.

Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. Visual inspection verified the front ports, rear ports, chassis, and label were free of physical damage. One rubber foot in the bottom of the quartz was missing from an undetermined event. When power was applied, the quartz successfully completed the hardware self-test with audible beeps. A known good catheter was connected, and no contact force was observed confirming the reported event. Fiso diagnostic identified a signal loss at channel two and three. Internal inspection verified all mounting hardware were secured. The red and orange fiber optic cables were temporarily replaced with known-good ones which signal was restored. Channels two and three were functional and valid contact force was displayed. The reported event was confirmed, and the root cause was isolated to the red and orange fiber optic cables. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause was isolated to the red and orange fiber optic cables.